Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that patient orders were not showing. A technical support specialist confirmed with customer that the hospital¿s transform team resolved the issue, and the patient had been discharged so it was no longer an issue. Case was closed with customer approval. The system functioned as intended after the hospital¿s transform team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient orders were not showing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient orders were not showing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.